Event description:
It was reported that the user experienced no blood glucose readings on the ilet due to the freestyle libre 3 plus sensor not being scanned and paired within the ilet app, resulting in the cgm not being paired. Symptoms included absence of continuous glucose data with no adverse clinical symptoms reported. Outcomes included restoration of cgm warmup after successful sensor scan and pairing within the ilet app. User support included guided troubleshooting and user education on correct sensor scanning and incompatibility with the abbott app for pairing. Investigation of this case revealed user error related to initial failure to scan the correct sensor in the ilet app, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.